Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, a cuff miss occurred. Additional proglide devices were used for successful suture placement using the preclose technique. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lot number changed from 40331k1 to 40829k1. Device status changed from not returning to returned. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: device was not returned. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 18fr. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved in a cfa using the pre-placed sutures from proglide devices. It was reported that the physician is established in the preclose technique. No additional information was provided.